Event description:
Information received indicates the right siderail will not stay latched.

Manufacturer narrative:
The technician found the latch bolt and nut was missing. The technician replaced the siderail latch nut and bolt to repair the stretcher.